Event description:
(B)(6) 2024 patient with abdominal pain and back pain. Wbc eleveated15.2. Urgent laparoscopic cholecystectomy (dr (B)(6)). Dr. (B)(6) in the or noticed that the clip applier that she normally uses in the procedure was not acting as per normally. Was thinking that it was not clipping as securely as per usual. Noticed it on this case and another case that day. She noted this to the techs, but no changes were made and no reports were made. She did check to see if the incision was sealed by testing to see if there was a gall bladder leak, which it was negative for. A month after the procedure dr. (B)(6) checked in with the patient and was told by the patient's daughter that she had to be checked into another hospital for sepsis, gall bladder abscess, and bile leak. Dr. (B)(6) isn't sure if the clips failed or if the patient's tissue was so friable that it didn't take to the clips and didn't heal. On (B)(6) 2024 of this week, dr. (B)(6) noted again that the same clip applier in another kit was acting the same way. From now on she will test the clip applier outside the body cavity to see if the clips work and hold.